Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the intraocular pressure compensated from a retinal system was not functional during a procedure. There had been 3 episodes of this problem noted from the customer. The patient had a soft eye so the surgeon exchanged the system to complete the procedure. There was no patient harm.